Event description:
During the procedure, the physician was thoroughly inserviced and was following protocol. The sheath was easily placed, dilated under visualization and performed normally. However, at 12 atm the pathway balloon burst in the ureter, resulting in a posterior ureteral perforation (extravasation of the ureter). Contrast was visibly detected to be exiting the ureter at the perforation site; however, dr. Chien was still able to retrieve the balloon, the renal stone and placed a stent in the patient. The physician did complete the case. The stent will remain in the patient for up to a month to facilitate healing of the ureter. The patient was kept overnight in the hospital as an in-patient due to a fever. The balloon appeared to burst about 1 inch from the distal end of the dilator. The ureteral tear occurred right at the distal opening of the sheath; dr hypothesized that the folded edges of the sheath may have a sharpness to them that may have caused the ureteral tear once the balloon burst. However, as it was communicated to dr. The distal end of the sheath has no reinforcement wire and there was no visible damage to the sheath.

Manufacturer narrative:
Unable to perform a direct device evaluation due to the fact that the device was not returned to our facility. Therefore, a specific root cause (s) for these failure modes could not be determined at this time. However, a potential root cause (s) for the device balloon failure may have been attributable to the fact that during inflation it is normal to notice a rise and fall in inflation pressure as the sheath continues to expand. This could be more prevalent because of anatomical restrictions. In theory, as the stricture begins to dilate the inflation pressure would drop. These events could be perceived by the user as a pressure failure. Other potential causes may be related to defective balloon; defective balloon catheter's bonds; kinked sheath; and/or an occluded inflation lumen. In regards to the ureteral tear, despite the suspected balloon burst at 12atm, the balloon dilator is completely covered by the distal fairing tip and sheath. It does not come into direct contact with the ureter. A potential root cause (s) for extravasation of the ureter may have been attributable to incorrect device sizing. As the pathway beus device is positioned and inflated, the sheath exerts radial force against the ureter to cause it to dilate. If too large a sheath is positioned in ureter, it is reasonable to assume that the ureter will be subjected to the higher radial pressures, expanding it beyond its capability, and potentially causing an extravasation. The same could be true of a conventional sheath, in that, external forces against the ureter could cause it to elongate and expand beyond its capability resulting in a similar result. These potential root causes are consistent with the potential failure modes of this device, which have previously been identified, addressed, and mitigated by thorough device qualification testing during the design evaluation. Therefore, it has been concluded that no immediate corrective action is required at this time.